Event description:
It was reported that patient presented with atrial lead that exhibited intermittent loss of sensing. The atrial lead was explanted, and new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages.